Event description:
Information received by medtronic indicated that the customer reported a pump error alert. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08650 inches. No pump error alarms occurred during testing. Successfully downloaded the pump history and trace files using thump. A review of the pump history file reveals on 9/21/2023 there were three (3) pump error 63 alarms that occurred due to rf chip problems, listed below: 09/21/2023 10:22:48.000 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 5591 filenumber: 632 variableinfo: 21. 09/21/2023 11:06:11.000 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 4613 filenumber: 632 variableinfo: 21. 09/21/2023 11:06:55.000 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 496 filenumber: 643 variableinfo: 21. The pump was cut open to perform a visual inspection. Moisture damage was found on the inside of the battery tube, vibrate harness assembly, and pcba 1 (including at the rf chip and piezo speaker). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, stained and peeling serial number label, and pillowing keypad overlay. Multiple pump error 63 alarms (rf chip errors) are confirmed due to moisture damage on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.